Event description:
It was reported that, 4 months after implant, the patient had their device repositioned due to pain at the waistline. It was stated, the patient was currently having pain at the ins site and "where women do not want to have pain." It was stated, the device had been shut off since (B)(6) 2010 due to the pain. The patient also reported a loss of therapeutic effect. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v136459, serial# implanted: 2008 (B)(6), explanted: product typ lead product ID 3037 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient (B)(4).